Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to state when the alleged inaccuracy occurred, but stated that they obtained a blood glucose result of ¿181mg/dl¿ on the subject meter and ¿132mg/dl¿ on another meter, within 30 minutes of one another. The patient was unwilling to provide details on their diabetes management routine and any changes which may have been made to this routine as a result of the alleged product issue. It was noted, however, that the patient developed a ¿headache¿ and became ¿nervous¿ an unknown period of time after the alleged inaccuracy occurred. The patient was unwilling to provide information regarding any treatment which may have been received as a result of these symptoms. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/15/2015). The patient¿s meter has been returned on 3/20/2015 and evaluated by lifescan product analysis on 3/31/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (05/30/2015). The patient¿s test strips have been returned on 3/20/2015 and evaluated by lifescan product analysis on 5/18/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.